Event description:
Inspection of physio-control's loaner device found it ac and dc inoperative. There was no patient involved with the incident.

Manufacturer narrative:
(B) (4). Physio-control replaced the user interface to system/memory pcb connector flex assembly to observe proper device operation through functional and performance testing. Further testing of the removed part found root cause of issue to be the flex cable solder joints on p31 connector broken or torn away from support material. The loaner device has been placed back to service.